Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis revealed no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded false asystole due to loss of contact. The icm was explanted and upgraded to a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).